Event description:
It was reported that pump displayed continuous glucose monitoring error and caller had concerns about sensor function. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, error did not appear again, and customer successfully started new sensor session with no additional issues reported.